Event description:
Same case as MFR# 2134265-2012-02413. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified left posterior tibial artery. The 1.5mm x 20mm coyote es balloon catheter was advanced into the patient. During the first inflation, the balloon ruptured under 6atms. The balloon was removed. The 2.0mm x 20mm coyote es was then selected and advanced into the lesion. During the first inflation, the balloon ruptured under 6atms. The device was removed intact and the procedure was completed with another 2.0 mm sterling balloon catheter. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).